Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that following an intraocular lens (iol) implant procedure, the patient experienced colors were not what they should be, color were off since surgery, for instance fluorescent lights appear green or purple, worse at certain times of the day and worse in artificial light then sunlight. The symptoms were ongoing. The iol was explanted and exchanged 42 days following the initial procedure. Additional information was requested.